Event description:
With no other intervention, other than changing insulin pump insulin infusion set from cleo, to a non-cleo infusion set, the pt's 14 day glucose average went from 264 (on cleo) to 156 (off cleo). Therapy dates: approx 2006, to 2007. Diagnosis for use: type I diabetes mellitus. Event abated after use: yes.